Event description:
The hosp reported that, during the first case of the day, the clinician noted the ventilator would not work in pressure and volume modes. Other factors with the pt reportedly made it unclear whether the difficulties with ventilating were due to the pt or the ventilator. The surgical procedure required that the pt tolerate full head flexion or full extension. The pt reportedly is an infant and had a very short tracheal segment. This resulted in occurrences of the pt being "mainstemmed" as well as extubated during the procedure and required repositioning of the endotracheal tube. Following repositioning, the clinician reportedly switched to mechanical ventilation mode and no volume was measured on the ventilator. The flow sensor was replaced and the expected readings were displayed on the ventilator. The customer reported the pt suffered "mild desaturation" (in the 70s) during the case.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.